Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. Date of event: unknown. This report is for one (1) unknown right t4 synapse screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Therapy date: date of implant is unknown and was reported as an unknown date in 2013. The complaint device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to broken hardware, pain and non-union. The patient had a c6-t12 posterior spinal fusion on an unknown date in 2013 during which time the synthes synapse 4.0mm rod system from c6-t4 and the dual opening universal spine system (uss) from t6-t12 were implanted. On an unknown date, the uss dual opening (do) 6.0mm rods between t4 and t5 broke post-operatively. There was no implant at level t5 at the transition from synapse to uss dual opening. Additionally the right c6 unknown synapse screw at the base of the head broke post-operatively. The right t4 unknown synapse screw at the base of the head of the screw, also broke post-operatively. The surgeon attributed the breaking of the rods and screws due to non-union. During the (B)(6) 2016 revision surgery the surgeon attempted to remove all of the synapse hardware. The broken synapse screws at right c6 and right t4 could not be fully retrieved; the screw fragments remained in the patient. The surgeon removed the t6 uss dual opening screws and cut the rods in situ at approximately the t6 level. The surgeon cut the rods a little shorter with a metal cutting burr to make room for the rods to connect to the rod connectors used to complete the procedure. Fragments were generated during the rod cutting. Use of the metal cutting burr generates debris, so the surgeon used a sterile ultrasonic lubricant to catch the shavings and then suctioned the rod shavings. There were also two broken pieces at the cranial part of the 6.0mm rod that were retrieved from the top of the construct. Most of the rod remains in the patient. He then the hardware from levels c7-t5 was replaced with a depuy expedium 5.5mm rod system. The surgeon did not think that the patient needed the c6 screws. The new expedium rods were placed and the expedium construct was connected to the uss dual opening construct with synthes extension connectors. The surgery was successfully completed and there was no surgical time delay. The patient's postsurgical status was reported as "fine". This report is for one (1) unknown right t4 synapse screw. This report is 3 of 3 for (B)(4).